Manufacturer narrative:
Product complaint # =(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product involved? ¿ please describe the sterile packaging: ¿ were there any issues with the seal of the sterile packaging? ¿ are there any tears/holes in the sterile packaging? ¿ was the sterility of the device compromised? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) ¿ please perform and document the follow up attempt for product return. Please provide tracking number. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that a box of pcp 40 arrived unwrapped. No delay or patient harm was reported. Device is available for return. No adverse patient consequences were reported. Additional information was requested.